Event description:
It was reported that the wake button was not working and customer was unable to turn the pump screen on. As a result, the customer experienced a high blood glucose (bg) level that was over 500 mg/dl accompanied with a stroke event. Customer had to go to the emergency room and was subsequently hospitalized. Treatment with intravenous fluids of saline and insulin resolved the bg, but customer experienced paralysis on the right side of the body. Customer was initially discharged from the hospital on (B)(6) 2026 and attempted to resume insulin therapy via the pump, but customer did not seek assistance from tandem technical support (tts) to troubleshoot the pump button issue and pump had then already shut down due to battery depletion and customer did not resume insulin therapy. This led to another episode of high bg that was over 500 mg/dl and customer was readmitted to the hospital again on (B)(6) 2026. Customer was treated again with intravenous fluids of saline and insulin which resolved the issue. The customer was released from the hospital on (B)(6) 2026. The customer reverted to using manual injections for insulin therapy.